Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to fluid. The blood glucose reading was 160 mg/dl. The customer stated that she had high blood glucose levels and that she was unsure whether it was due to the insulin pump. She stated that the insulin pump was splashed with water, and it began beeping with the back light on. She stated that no alarm showed on the screen. Advised replacement of the insulin pump. Nothing further reported.